Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. He device history record (DHR) was unable to be reviewed as the device serial number is unknown. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 29mm valve, implanted for 12 years, five months, underwent a valve-in-valve procedure due to severe calcific aortic stenosis and regurgitation. The tavr was performed with a 29mm valve. Tavr is seen well-seated in position with no paraprosthetic regurgitation. The patient was transferred stable to pacu. The patient was discharged on pod #1.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.